Event description:
During preparation for cardiopulmonary bypass, the heart lung console tubing clamp assembly, intermittently would not open. The pump was replaced. There were no adverse consequences to the pt as a result of this event.